Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the coil delivery wire was kinked bent. The main coil was seen to be kinked bent. On functional testing, coil introducer sheath failed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil stretched and main coil prematurely detached/separated during use were not confirmed during analysis. The as reported coil in catheter friction was confirmed based on analysis. The as reported as well as the as analyzed main coil kinked bent and coil introducer sheath friction will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed coil delivery wire kinked bent will be assigned handing damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging / preparation of the product prior to use, a probable cause of handling damage was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that before introduction, the subject coil was found stretched. The physician faced friction during introduction of the subject coil into the micro catheter. Additional information received on 18-jan-2021 confirmed that while inserting, the subject coil detached prematurely inside the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that before introduction, the subject coil was found stretched. The physician faced friction during introduction of the subject coil into the micro catheter. Additional information received on 18-jan-2021 confirmed that while inserting, the subject coil detached prematurely inside the micro catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.